Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 409 mg/dl and diabetic ketoacidosis. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue. Customer was admitted to the hospital with high ketones identified as life-threatening by a healthcare provider and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of discharge was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.